Manufacturer narrative:
Engineering analysis: the complaint details provided indicate that the crimped stent came off the balloon while withdrawing the stent back through the introducer sheath. The stent upon inspection was half on the balloon and half off the distal end of the balloon. The crimped stent diameter was measured at the proximal end and measured 2.1mm. This diameter is indicative of the other stents measured during the final lot qualification testing where samples were measured for crimped stent diameter. The balloon surface was evaluated to determine if the stent was crimped properly during manufacturing, (when the stent is crimped on to the folded balloon the stent frame leaves impressions on the surface of the balloon. The impressions indicate if the stent was properly crimped). The impressions were clearly visible indicating that the stent was properly crimped by manufacturing. The complaint details state the following: "zenith fenestrated endovascular case with cook stent was prepped properly with straight flush and no negative". The icast covered stent IFU states the following in the preparation section of the IFU: step 5: next, attach the prefilled syringe to the inflation lumen and draw back on the syringe applying negative pressure to the catheter for 20-30 seconds, then release the pressure by gently letting go of the syringe plunger. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. All samples passed through the introducer sheath without any stent dislodgments. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or the lot of the stent delivery systems in question.

Event description:
During a fenestrated endovascular case it was determined that the stent was extremely tight advancing through a 6fr sheath. The physician decided to retract the stent back out of the sheath. On retrieval it was noted that the stent was dislodged and was removed. The physician stated "the stent was probably obstructed due to the sheath being shoved within a bigger 20fr sheath along with other sheaths and catheters".

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.